Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s dexcom g7 glucose sensor was connected to the mobile app but not to the ilet pump due to an incorrect pairing code, resulting in the pump not receiving cgm data and the user observing a blood glucose of 195 mg/dl. Symptoms included hyperglycemia. Outcomes included return to target range after correcting the pairing and restoring cgm-pump communication. Investigation included phone-based troubleshooting and education to verify sensor type, confirm pairing workflow, and update the pairing code on the pump. Investigation of this case revealed user setup error leading to incorrect cgm pairing, which prevented data from transmitting to the pump until the pairing code was corrected. It was concluded, based on similar reports, that the cause was user error in device setup and use.